Event description:
Subsequent to the initially filed emdr report, additional information was obtained: this was a carotid arterial stenting interventional procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the heavily calcified right common femoral artery was attempted with a prostyle device using the pre-close technique prior to an unspecified interventional procedure via an 8.5f sheath. Reportedly, a cuff miss [suture-retrieval issue] occurred. The suture of an additional prostyle device was successfully pre-placed and the procedure was completed using the same 8.5f sheath. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.